Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was unavailable for return.

Event description:
Brushes get loose / brush became detached, had brush head in mouth device breakage. No adverse event. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 11-jan-2018 that the brushes of the oral-b brushheads, version unknown got loose after brushing a few times with them. The consumer elaborated that a brush became detached last weekend in (B)(6) 2018 and he/she had the brush head in his/her mouth. The consumer stated that he/she had purchased oral-b toothbrushes for years. No symptoms developed. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.